Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the hypersensitivity and skin reaction cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 75-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. During a review of an available medical record, it was noted that on (B)(6) 2024, during a dermatology consultation, the patient reported experiencing severe itching on the scalp attributed to optune gio therapy. Despite the use of clobetasol ointment, antihistamine cream, cortisone, and medicated shampoo, the patient experienced minimal relief. The physician observed mild erythema at the array contact sites consistent with irritant dermatitis and subsequently prescribed doxepin cream. On october 7, 2024, novocure was notified that the patient could not tolerate the optune gio therapy for more than two hours due to intense scalp itching. A follow-up on (B)(6) 2024, revealed that the patient's spouse reported an evaluation by dermatology, during which the patient was prescribed an unspecified medication for a skin reaction or allergy to the array adhesive. As a result of this reaction, the patient was able to maintain on therapy for a maximum of eight hours. Furthermore, on october 10, 2024, it was reported that in the past months, the gel on the arrays had caused an allergic reaction characterized by burning, rash, and severe itching, leading to daily use of wearing the arrays being limited to one to two hours. It was confirmed on (B)(6) 2024, that the patient had been prescribed unspecified oral medication for treatment of the event. The prescribing physician was contacted for further information without reply.